Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the smart device notification that bluetooth is turned off occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of the smart device notification that bluetooth is turned off . A root cause could not be determined via data.